Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 40% to 25% while connected to a power source. Customer reported blood glucose level was 118 (mg/dl). Although it was requested that the customer upload the pump data logbook so the data could be reviewed by tandem technical support; no further information was provided on the reported event.